Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) /2020. During insertion the sensor would not release from the applicator. When the patient tried to remove the sensor, it snapped, and a part of the cannula broke off inside of her. It sheared off and was bent, and the jagged edge of it caused external bleeding which lasted about 2 minutes, and internal bleeding in which the blood kept accumulating under her skin. She examined the applicator and stated that the housing puck was still attached to it, and the jagged end of the cannula was visible inside the applicator. She stated that when the cannula broke it took the sensor wire with it and the wire broke. She went to emergency care, but the emergency room (ER) doctor was unable to remove it because she did not have the right tools. The patient went back the next day to see the surgeon. The surgeon injected a numbing agent and made a half inch incision but was unable to locate the piece. The patient stated that she had a tiny piece of metal remaining inside her but also stated that an x-ray was done which did not locate any metal foreign body. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.